Manufacturer narrative:
The reported multifix s-ultra device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, MRI showed that one anchor had pulled out of the numeral head. After revision surgery, it appeared that only the anterior anchor was dislodged. The posterior anchor was in place and integrated. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bone condition. Incomplete insertion. Bone condition or incomplete insertion of the anchor into the bone hole can result in implant pool out.

Event description:
It was reported that after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, dr (B)(6) requested a check MRI which showed that two anchors had pulled out of the numeral head. The doctor performed a revision surgery on the patient and it appeared that only the anterior anchor was dislodged, both parts of the anterior anchor were retrieved. The posterior anchor was in place and integrated. This report is regarding to the revision surgery.